Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a packing coil lp, a non-penumbra microcatheter, non-penumbra base catheter, a short sheath, and a guidewire. During the procedure, the physician placed one packing coil lp in the target location using the microcatheter. The physician was unable to advance a second packing coil lp through the microcatheter. The packing coil lp was removed and the microcatheter was flushed. The physician attempted to advance the same packing coil lp through the microcatheter, but the same issue occurred. While removing the packing coil lp, the physician experienced resistance, and the packing coil lp had unintentionally detached inside the microcatheter. The microcatheter containing the detached packing coil lp was removed and the coil was flushed out from the microcatheter. The procedure was completed using a new non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.